Manufacturer narrative:
Corrected information: section b5- additional information was provided and it was inadvertently left out of the report submitted under. Additional information was provided and it was learnt that the preloaded device was set with balanced salt solution (bss). The bss was placed in the intraocular lens (iol) module and the injector was left in place without depressing the plunger. Then, at the time of the iol implantation, the plunger was pushed forward, without being stopped midway or being retracted, and the plunger was rotated to perform the iol insertion without any dwell time. The iol was advanced to the cartridge tip and released within 10 minutes. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 24, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. No issues were observed with the cartridge, lens module, device assembly, plunger rod, or plunger rod advancement. The lens was received cut into pieces and coated in viscoelastic residue and what appears to be dried blood; a haptic was detached. The lens pieces were cleaned revealing scratches and damage on the lens. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "lead haptic not folded" was not identified . Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a damage on the optic of the preloaded monofocal intraocular lens (iol) after implantation in the patient's right eye. Therefore, the incision was enlarged and the lens was removed. At the time of iol removal there was also iris damage, and bleeding from the iris went to the anterior chamber resulting in low vision and postponement of the patient's discharge. Due to an anterior chamber hemorrhage, the patient's visual acuity cannot be measured. Additional information received indicated that on (B)(6) 2026 the anterior chamber was still bleeding and the patient was in the hospital under observation. An anterior chamber washout is planned once the bleeding settles as the patient's bleeding is improving. The discharge is planned for (B)(6) 2026. No further information was provided.

Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h6 - health effect - clinical code 4581: no code available (incision enlargement). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: the awareness date submitted in initial report 3012236936-2026-0000427 under section g3 - date received by manufacturer was inadvertently incorrect. The correct awareness date for this event was january 31, 2026. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.